Event description:
It was reported to boston scientific corp, that a solyx sis system was used during a tvt-o with solyx procedure. The pt age was reported as over 18 yrs. According to the complainant, during the procedure, the mesh detached from the carrier. The mesh did not break, rather it separated from the carrier intact. The procedure was completed with a different device. There were no pt complications, and the pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. (B)(4).